Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion, sterile water leaked from near the bifurcation, making it impossible to fix the foley catheter in place.

Event description:
It was reported that immediately after insertion, sterile water leaked from near the bifurcation, making it impossible to fix the foley catheter in place.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted no obvious defects. With the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leak noted underneath the valve cap from a tear measuring (0.2405"). This does not meet specification which stated "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿tear at edges¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard silver lubri-sil foley tray temperature sensing, complete care type <with bard hydrogel and bacti-guard silver alloy coating> contents: temperature sensing catheter, <with bard hydrogel and bacti-guard silver alloy coating> water-soluble lubricant, closed drainage bag, (complete care type) syringe prefilled with sterile water, bard 10% povidone-iodine solution, tweezers, cotton balls sheet, gauze pads, gloves". UDI format updated with available product information per gudid.